Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was unknown. On an unreported date, the patient was treated with vancomycin and amikacin (doses, frequencies and routes not reported) for the peritonitis. On an unknown date, the patient was discharged from the hospital and was recovering. Pd therapy was ongoing. Additional information is not available.